Event description:
The customer reported the generation of false high patient results for ion selective electrode (ise) sodium (na) and potassium (k) on their cell 2 of au5800 clinical chemistry analyzer. The customer did not report the false high results out of the laboratory. The customer repeated the patient sample on another au analyzer and obtained normal results. There was no change to treatment, injury or death associated with this event. The customer did not provide patient demographics. The customer provided only sodium data.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and found the ise buffer valves were malfunctioned. The fse replaced the ise buffer valves to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified analyzer resumed normal operation. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).